Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(6)2013. The customer reported that the ez breathe atomizer did not produce a mist while she was using the product to alleviate an asthma exacerbation. The pt added that her husband took her to the urgent care facility to alleviate her asthma symptoms. The pt is a (B)(6) female with a past medical history that is significant for asthma.